Manufacturer narrative:
Additional manufacturing narrative (if other): multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that "patient with severe copd and chf in the cvicu with hypoxic/hypercarbic respiratory failure. At 1800 on (B)(6) pat is documented as hypoxic to the 50's/60s on nasal canula with markedly poor waveform quality (by verbal nursing report) and rt documentation on (B)(6) at 0800. Low quality waveforms were also captured at different pulse oximetry sites. This am, while rounding I observed the patient who appeared confused but in no acute distress. We were again unable to achieve pulse oximetry with an acceptable waveform (attending physician at the bedside observing). Urgent abg revealed profound hypoxia and need for bipap. Life threatening hypoxia was missed due to the unreliability of the current pulse oximeters". Additional information received, "after reviewing the data with the pulmonologist, it was determined the monitor was reading/reporting correctly. The staff appeared to lack confidence in value due to adverse experiences with initial rd installation".

Manufacturer narrative:
Correction: device manufacture date, was updated from 05/27/2016 to 07/25/2016.